Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas.this report is filed on june 27, 2016. Registration number 3009092818, exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic the patient developed infection at implant site, however the issue did not resolve; subsequently the patient was treated with oral and topical antibiotics (date not reported). The implanted device remains.